Manufacturer narrative:
The device was not returned for investigation. The lot history review (lhr) for lot # 82459709 was conducted, which confirmed that there were no non-conformances duirng the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. During sure procedure for residual stone fragments post-pcnl, the patient sustained a ureteropelvic junction (upj) tear. The procedure was temporarily interrupted when irrigation fluid became depleted and required replacement. Due to bleeding that resulted in poor visualization, the procedure was discontinued at approximately 85% stone clearance. A ureteral stent was placed for a 4-week duration. Ureteral perforation is a recognized complication of ureteroscopy procedures and is documented in the device's instructions for use as a potential adverse event.

Manufacturer narrative:
The manufacturer's investigation is currently in progress.

Event description:
On (B)(6) 2025 a female patient underwent steerable ureteroscopic renal evacuation (sure) with the cvac aspiration system to remove approximately 1.6cm of "very hard" stone remaining from a percutaneous nephrolithotomy (pcnl) procedure three weeks prior. It was reported that after lasing for over 30 minutes without any issue, irrigant flow ran out while the physician was in active suction. The procedure was paused and while waiting for the irrigation source to be set up again, bleeding was noted. The source of the bleeding was unable to be determined. The physician discontinued the procedure at 85% stone clearance due to lack of visibility from bleeding. A ureteral perforation at the ureteropelvic junction (upj) was observed upon removing the device from the kidney and a ureteral stent was placed. The stent will remain for approximately one month and a procedure will be scheduled for a later date to remove the remaining stone fragments. The patient is reported to be doing okay.